Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, after using the device for less than five times, it was used again but the jaws would not release the tissue, it was clamped down on. The surgeon had to force the jaws to open to release tissue.